Event description:
The customer's father reported via phone call that the insulin pump alarmed unexpected restart multiple times. The customer's father stated that the alarm first occurred two days prior to the call, and now the insulin pump depleted batteries quickly and alarmed another unexpected restart again. The customer's blood glucose was 88 mg/dl. The customer's father stated that a temporary basal had not been programmed before the alarm occurred and had not been stored or out of use for an extended period of time. He stated that the alarm recurred during normal device use and that they went through multiple batteries in a few days' time. He noted that the insulin pump also alarmed battery out limit after insertion of a new battery. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed unexpected restart error test. No unexpected restart alarm noted. The insulin pump received with high currents due to faulty interface board. No battery out limit noted. The insulin pump received with cracked battery tube threads, reservoir tube lip and minor scratched display window.